Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the (ok), run/stop, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (ok) key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an (ok) button that does not work, which was clarified during baxter's evaluation as repeated output of the (ok) key. It was also reported there was no patient injury.